Manufacturer narrative:
The customer called back and provided additional information relating to the event. The customer had pancreatitis at the same time he experienced the incident of high blood glucose. Blood glucose at time of hospitalization: 499 mg/dl. Outcome of the hospitalization: ICU for four days, step down unit for 2 days then the customer was discharged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for their second case of diabetic ketoacidosis. The customer declined to troubleshoot for thigh blood glucose. The customer only desired to run a self-test. No further assistance was requested. The customer is on lantus and currently in the hospital. The self-test was conducted, and the device passed.